Event description:
Patient was revised to address loosening of asr cup. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Litigation papers allege doi is (B)(6) 2007. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.